Event description:
Hospitalized for high bgs and dka. Customer had a full segment display. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. However, the full segment display continues and was unable to bolus. Advised customer to call dr for back up plan of manual injections and disconnect from pump.